Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported bleeding cannot be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. The IFU provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted to the hospital for volume overload on (B)(6) 2019. While in the hospital, patient's international normalized ratio(inr) became supratherapeutic. Coumadin was placed on hold. On (B)(6) 2019, patient had a drop in hemoglobin and hematocrit(h&h) to 7.1 and 23.5. He was transfused 1 unit packed red blood cells(prbcs) and gastroenterologist was consulted. Gastroenterologist recommended IV protonix and endoscopy once inr was therapeutic. H&h continued to drop so patient received another unit prbcs on (B)(6) 2019. On (B)(6) 2019, h&h was 5.4 and 17.9 and inr was 6.0. Patient received 3 units prbcs and 2 units fresh frozen plasma(ffp). Endoscopy was planned for (B)(6) 2019 once inr was therapeutic. Patient met 2 year outcome before this resolved.